Event description:
A biomedical technician reported a surgeon complained a bulb was not bright enough during a procedure. The bulb was replaced two weeks ago. The procedure was completed using an auxiliary port. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).